Event description:
Initially reported blood glucose test results of 459, 149 & 252 mg/dl, back to back tests. On follow-up, reporter corrected info, stating that rptr had been ill through night, with vomiting and diarrhea. Rptr's first blood glucose test next day at 11 am was 459, 2 hours later 149, and mid-afternoon 252. Rptr called dr after first tests, was advised to drink water for dehydration which could cause elevated blood glucose. Had not eaten or taken medications due to being sick. Control test was not done on strips, now all used. Rptr's blood glucose since has been in the 70 to 140 range, as expected. No harm was alleged.